Manufacturer narrative:
It was reported that during forth day of using picco monitoring kit on patient the pressure line was discovered broken and leaking. The picco monitoring kit was replaced and data was restored. No harm to the patient was reported. The device was not available for investigation; the customer did not provide any pictures or video. A DHR check did not identify any deviations or non-conformities related to the reported failure. The cause of the issue could not be determined. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general, a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment. This event occurred on the chinese market on a device that is distributed exclusively outside of the USA. Therefore, no gudid information exists. UDI information provided in d4 is for the ous device. It is a significantly similar device to ¿picco monitoring kit¿ which is sold in the USA under primary di number (B)(4), premarket submission number k991886.

Event description:
It was reported that on the fourth day of using picco monitoring for the patient, the nurse discovered that the pressure line was broken and leaking. Picco monitoring kit was replaced and stable data were restored. This event did not cause any additional harm to the patient.